Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a lead revision for an unknown reason on (B)(6) 2025. During the revision, one lead was replaced and the other was explanted. The ipg set screw would not tighten port plugs and was replaced during the procedure.